Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint number: pe:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to additional information received complications post implant include pain, recurrence and urinary problems.